Manufacturer narrative:
11/21/96-supplemental report #1 sent to FDA. Device eval indicated and codes entered in h3 and h6. Additional data entered in d7, d8, d9 and e1(address and phone#).

Event description:
The device was applied during a low anterior resection. Reportedly, the instrument would not open. The surgeon resected tissue to remove the device. The procedure was completed with another device.